Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and the "home button is slightly less responsive". Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 121 mg/dl. Customer reverted to manual injections for insulin therapy. Tandem technical support made multiple attempts to follow-up with the customer regarding the unresponsiveness of the pump touch screen, but no response was received.